Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for approximately one month due to diabetic ketoacidosis (dka). Customer stated that dka was caused by underlying medical issues and was not due to the pump or supplies. Reportedly, customer's blood glucose levels reached 638 mg/dl, and was treated with intravenous fluids and insulin. Customer was released from the hospital on (B)(6) 2016.